Manufacturer narrative:
Date sent to the FDA: 03/11/2011. (B)(4) - abscess occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure of an infected gall bladder on an unknown date and absorbable hemostat was used to control bleeding. Post-operatively, the patient developed an abscess where the absorbable hemostat was placed. A CT guided drain was used for treatment. Additional information was requested.